Manufacturer narrative:
H6: type of investigation code-10 investigation findings code-975 investigation conclusions -500= ga41af. Unable to pair with app. Manufacturing app was able to get one reading. The battery was measured to be at 3.03 volts. Exposing the pattern showed debris. A broken encoder contact board did not provide enough pressure to the pattern wheel. This prevented the pen from producing a healthy signal and caused scraping on the dose nut due to the pattern wheel not being level. See the pictures for additional detail. Customer reports: doses are not transmitting to app. Per visual inspection: no physical damage to cartridge holder or inpen front and back shell was noted. Cartridge holder locks properly in place. The inpen did not pair to the commercial app. However, inpen did transmit to manufacturing app. Unable to perform baseline wireless functionality test or displacement dose accuracy test due to inpen communication failure. Inpen passed front cap investigation. Pending further investigation performed in san diego location. In conclusion: per san diego analysis: unable to pair with app. Manufacturing app was able to get one reading. The battery was measured to be at 3.03 volts. Exposing the pattern showed debris. A broken encoder contact board did not provide enough pressure to the pattern wheel. This prevented the pen from producing a healthy signal and caused scraping on the dose nut due to the pattern wheel not being level. See the pictures for additional detail. Therefore, no communication was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer had a pairing issue between the in pen and the mobile application. Troubleshooting was performed but the issue could not be resolved. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the device. The product will not be returned for analysis